Event description:
The healthcare professional (hcp) was able to aspirate the reservoir, but unable to fill it. The hcp stated he initially got about 4 mls of drug in the pump and then it "locked up". After aspirating and trying multiple kits, he was unable to aspirate or fill the reservoir. He then tried a small bolus after which he stated he was able to fill the pump with about 2 mls more of fluid, but could not aspirate anything out. He also tried a smaller syringe and saline and tried to force some fluid in the pump, but was unable to do so. He left the pump running and planned to attempt to refill the pump again the next day. Two days later, it was reported that they still could not fill the pump. It was thought, that the hcp may have been able to get 5 mls or so in the pump, but it was unclear if it all went into the pump because the patient had overdose-type symptoms following the refill attempt and needed to be admitted to the ER. The pump was replaced. The medication being delivered via the pump was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.